Event description:
Meter would only prompt a redo check message after a blood test. The issue was not resolved with troubleshooting. The pt stated that the technique used was correct. The check strip was in good condition. The pt stated that he phoned medical professional for advice, but received no treatment. Based on the information provided by the pt, there is evidence of meter malfunction. However, there is no evidence that the meter contributed to the serious injury. The meter is being replaced for the pt.